Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer received a bad battery alarm and was not able to clear due to buttons not responding.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive escape, act and up arrow button response due to corroded keypad traces. No bad battery alarm could be verified due to the unresponsive buttons. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.